Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided so the device history record was unable to be reviewed. Based on the information received, the cause of the reported stroke was due to user error.

Event description:
During the procedure, a stroke occurred after purging air into the patient's left atrium. The IV bag became empty and the pump alarm sounded and shut off. A new bag was spiked and the air within the tubing was inadvertently purged into the patient's left atrium. The tubing set was open to the patient when air was being purged. The patient suffered a stroke and is in stable condition. There was no performance issues with any abbott device.